Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracks along the reservoir compartment and on the back of the pump, the up and down buttons are harder to press, and the pump looses settings when the battery is changed. No further details provided. Customer declined troubleshooting. Customer declined to provide blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limited due to unresponsive button. No button error alarm during testing. (B)(4).